Event description:
On (B) (6) 2010, the patient underwent an arthroscopic rotator cuff repair of the shoulder using a super turbovac with integrated cable arthrocare wand and arthrocare atlas controller. Immediately after surgery, it was noticed that the patient had developed a third degree burn 10 cm x 4 cm in size on the shoulder. The burn was treated with flammazine and antibiotics.

Manufacturer narrative:
The device is returning to arthrocare for investigation. Once the device investigation and device lot history review are completed, a follow-up report will be provided. A separate MDR file was filed on march 12, 2010, for the atlas controller associated with this event. The MDR report number for the atlas controller is 2951580-2010-00027.